Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had system error. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b21. Annex c: c21. Annex d: d16. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? Annex b: b01. Annex c: c0201. Annex d: d15. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue that device had system error was confirmed during the log review and replicated during testing. The pcu power supply board was temporarily replaced with a known good dchu pcu power supply board for testing purposes only. The pcu was then re-tested by initiating an ¿optimal¿ battery conditioning and the test completed with no errors or malfunctions. An additional battery conditioning test was performed in fast conditioning, and no errors or malfunctions were observed. The event date was reported as 05 march 2025; time was not reported. The suspect pcu error log showed eleven (11) error codes 800.8000 on (B)(6) 2025 at 9:59 am. The error code 800.8000 indicates a software fault. It should be noted that the error code 255-202-2 is not recorded in the device logs and is only displayed on the pcu screen at the time of the system error. A review of the pcu event log showed that the system error code 255-202-2 occurred when the ¿battery conditioning, optimal¿ test was performed in the suspect pcu. An extensive investigation was previously performed by operations engineering for the issue of the pcu unable to complete battery conditioning. Laboratory testing performed by operations engineering found that a faulty 220f capacitor (c20) on the power supply board was the root cause of the issue. The system error tip sheet notes that the bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Obtain a new pcu. Do not power down until a new pcu is available. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. The screen was observed to have a damage in the lower right corner of the pcu screen, which does not affect the functionality of the device. There was no patient involvement. Note to repair center: please replace the pcu power supply board. Device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had system error. There was no patient involvement.